Manufacturer narrative:
(B)(4). The device was returned for evaluation. The homechoice device received a returned instrument testing evaluation (rite). This evaluation included functional and electrical testing of the device. The device was determined to meet functional and electrical performance specification requirements per rite testing. A simulated therapy was performed and successfully completed. Internal and external visual inspection was performed and no issues were noted. A review of the device history was conducted and no issues were found during the manufacture of the device that would cause or contribute to the reported issue. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device started smoking and making a popping sound. The care giver (cg) explained that the patient stepped out and then they heard the device making three very loud popping sounds. When they went back in the room, they saw the device was smoking out of the back. The cg unplugged the machine. The cg said the machine was plugged into a surge protector and was not turned on. There was no patient injury or medical intervention associated with this event. No additional information is available.